Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event treatment for the event was unknown. At the time of this report the patient outcome was unknown. The action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient began treatment for the peritonitis with an unspecified antibiotic (dose, frequency and route of administration was not reported). At the time of this report, the course of antibiotic treatment was ongoing, the patient¿s peritoneal dialysis effluent was clear, the peritonitis was resolving, the patient was recovering from the event and was reportedly ¿doing well¿. Should additional relevant information become available, a follow-up will be submitted.